Event description:
Customer reported with an issue of " the air duct is blocked, no air gets through¿. The issue found at preparation for use. Ac cording to the report, no impact on examination as the issue found during preparation or follow up. No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling , insufficient cleaning issue ) identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the nozzle was clogged with a foreign material noted to be attributed due to insufficient reprocessing. Additionally, the air/water tube (aw) tube found clogging. The reported issue was confirmed. Furthermore, the following defects were identified during device inspection: flexibility adjustment ring found damaged. Grip shaved. Switch box has a dent. Up/down and right/left knob found shaved. C-cover has a chip . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The nozzle was not deformed, and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The following information is stated in the instructions for use (IFU): ¿IFU: operation manual chapter 3 preparation and inspection states detection method. IFU: reprocessing manual chapter 5 reprocessing the endoscope states counter measures.¿ olympus will continue to monitor field performance for this device.